Event description:
It was reported to covidien on 3/15/2010 that a customer had an issue with a brief. The customer reports that upon removal of the brief, it was discovered that the end user had a two inch slice in his scrotum which required sixteen stitches to close. The customer could not confirm that the event was a direct result of the removal of the brief. The pt has severe mental retardation, non verbal, but ambulatory. The pt has a bed alarm that alerts the staff when he gets out of bed. There was no blood in the diaper, but there was blood present on the wipes used to clean the pt's genital area.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.